Manufacturer narrative:
Physio-control examined the customer's device and verified the reported issue. Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device required servicing for a non-critical issue. There was no patient use associated with the reported event. Upon evaluation of the device, physio-control observed that it would intermittently not detect paddles lead ECG. As a result, defibrillation may be delayed or not available, if it were necessary.

Manufacturer narrative:
Physio-control evaluated the customer's device and verified the reported issue. Physio observed that pins 7 and 3 of the therapy connector assembly had lost retention causing an intermittent loss of the paddles lead ECG function. Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56. Physio-control replaced the therapy connector assembly and completed other, unrelated repairs. After observing proper device operation through functional and performance testing the unit was returned to the customer for use.